Manufacturer narrative:
Sample will not be returned for eval.

Event description:
The info was rec'd by medwatch report. It was reported that the procedure was being performed on a female pt. Report states: left femoral artery line placement in ER. After the catheter was placed over the spring wire guide (swg), the swg sheared, and could not be removed without removal of the catheter, which was accomplished. The entire swg was retrieved, but there was unraveling of the swg with concern that a piece of it could break off; that did not happen. There was arterial bleeding from the site that required fifteen minutes of direct pressure to control.